Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers.the gender of the baseline characteristics is male and the baseline age is 62 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent his-bundle pacing for cardiac resynchronization therapy: initial feasibility study in lieu of left ventricular lead. Heart rhythm. 2017; 14(9):1353-1361. 10.1016/j.hrthm.2017.04.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports during follow up one patient lost nonselective capture. The lead pacing outputs were increased and the lead remained in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up from the author indicated none of the complications were due to manufacturer products. No further information was provided.